Event description:
A blower was received at the failure investigation laboratory for failure analysis. The part was returned due to a complaint of the blower only activating intermittently. During the investigation, a lm20 failure was found which caused a blower heat issue. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed.